Event description:
It was reported that a skin reaction occurred. On the day of the event, the patient experienced a skin reaction with itching, rash and redness, which occurred an unspecified day after the sensor had been inserted. It was reported that the patient developed eczema under the sensor. The patient reported that they have contact allergy to irganox and lauryl acrylate. The patient was not able to continue using the dexcom sensors due to allergy. The reaction was treated with unspecified over the counter topical cream or ointment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).